Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette was broken. This occurred during initial drain of peritoneal dialysis therapy. The patient ended the therapy and would contact the hospital for replacement. There was no patient injury or medical intervention associated with this event. No additional information is available.